Manufacturer narrative:
(B)(4). Date sent: 10/1/2024 d4: batch # 618a67 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received fully fired. However, upon further inspection, the reload was found to have damage on the knife channel causing the damage in some drivers and pockets. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. No issues on the handle were noted at any time during the testing. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. Device history review a manufacturing record evaluation was performed for the finished device batch number 618a67, and no non-conformances were identified.

Event description:
It was reported that during a robotic partial nephrectomy procedure that when attempting to fire the device one of the handles broke off. The dark grey number two hand detached from the device. The second stapler the surgeon stated that the knife did not cut as far as the staples were deployed and needed to resect the additional tissue. A third like device was used to continue with the procedure. There were no adverse consequences for the patient.